Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn2780 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It is unknown at this stage the exact event details. Further details are to be provided by the sales rep. (B)(6) 2019 - it was reported that the issue was the needless access y site leaked immediately following access. Blood/fluid leaking out when aspirated. Immediately post needle insertion site.